Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0hz52, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that patient first implant never had therapeutic effect since implant date of (B)(6) 2014. It was noted that the neurostimulator (ins) was changed in (B)(6) 2015 and the lead was moved to try and improve therapy. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.